Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-04284. It was reported that stent dislodgment occurred. The chronic totally occluded (cto) target lesion was located in the calcified circumflex artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a strut on the proximal edge of the stent was found lifted up. Another 2.50 x 38 synergy ii drug-eluting stent was advanced with a non-bsc guide extension catheter; however, the device also failed to cross the lesion. During removal, the stent sheared off of the stent delivery system. The procedure was completed with a 2.50 x 28 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found damage to the distal end of the stent, the 5th most distal struts were lifted and pulled in a distal direction, the first strut was pulled to the edge of the distal markerband. The remaining struts were tightly crimped onto the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-04284. It was reported that stent dislodgment occurred. The chronic totally occluded (cto) target lesion was located in the calcified circumflex artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a strut on the proximal edge of the stent was found lifted up. Another 2.50 x 38 synergy ii drug-eluting stent was advanced with a non-bsc guide extension catheter; however, the device also failed to cross the lesion. During removal, the stent sheared off of the stent delivery system. The procedure was completed with a 2.50 x 28 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.